Event description:
A report was received that the device is not covering the patient's pain due to lead migration. During the paddle lead revision it was noted that the paddle lead is fractured with one contact at the proximal end of the paddle popping off. The physician replaced the patient's paddle lead and the patient is doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.